Manufacturer narrative:
The event date is an estimated date. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at least a week to 10 days ago, they noticed elective replacement indicator (eri) on their patient programmer (pp). Their healthcare provider (hcp) advised them to contact patient services because the implantable neurostimulator (ins) battery has not lasted long enough to be reaching eri already. It was reviewed the ins battery longevity is dependent on usage and settings. The patient then stated "one of the prongs in the head that is supposed to be for the left hand is not being used, that is why the voltage for the left hand is so much higher than the right. The right is good". Before calling, the patient mentioned that they had been pressing the ins on/off key and stated that both their hands were "shaking like mad". It was reviewed that the therapy will turn off if the ins on/off key is pressed while the programmer is over the ins. During the call, the patient initially saw the poor communication screen, but this was resolved after resyncing on the next attempt. The therapy screen showed ins is off, eri is flashing, and settings are 6.28 c 3.80. The ins battery voltage is at 2.68v. They were redirected to their hcp for guidance in turning the ins back on. The patient stated that they turn the ins off every night and turns it back on in the morning. The patient confirmed they were able to successfully turn the ins on and can feel the stimulation. The patient was advised to have their hcp call if they have questions regarding eri and battery longevity. The patient stated that they take 3 primidone in the morning and 3 at night.